Event description:
It was reported that the insulin pump alarmed and experienced an unexpected reinitialization. The customer did not recall the blood glucose reading. He stated that when he changed the battery, the settings on the device would reset every time. The last battery change was 2-3 weeks ago. The customer confirmed that this has been an issue since receiving the device. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test, self test and unexpected restart test. No error alarms were noted. The isnulin pump was reset with the correct time and date and was monitored. No unexpected check settings alarm or reset alarms were noted. No cosmetic damage was noted.